Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump screen was faded. Blood glucose was unknown. Troubleshooting was performed. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segments/partial display anomalies, gray screen anomalies or display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. Device received with a minor deep scratch on lcd window.